Event description:
User facility report for event was received via mail on 7/21/09

Event description:
It was reported to an aci sales professional that a pt underwent a coronary diagnostic procedure (exact date unk). Access was obtained via a 6f sheath. Following the procedure, a physician trained to the mynx, chose the device for femoral arterial closure. Hemostasis was achieved successfully and the pt was discharged home without any complications. Later (exact date unk) the pt returned with groin pain which was reportedly caused by a pseudoaneurysm (psa). The surgeon opted to surgically repair the pseudoaneurysm due to its size (exact size unk). The pt has been discharged home and is reported to be doing fine.

Manufacturer narrative:
A steris account manager conducted an in-service training for hospital personnel regarding the proper operation of the surgical table and hand control on november 16, 2009.

Manufacturer narrative:
The facility reported that the table was being moved into trendelenburg position, and it continued moving after the desired position was reached. The table stopped moving when the hand control was unplugged. The table was still fully operable via the auxiliary controls at all times. A steris service technician was dispatched to inspect the table and interview the methodist hospital biomedical technician who repaired the hand control.the hospital technician stated that he discovered the emi/emc shield on the hand control was out of place; not seated and sealed. This could have allowed the electro-magnetic interference (emi) to occur. The hospital technician repaired the hand control, and placed it back in service. Steris offered to inspect the hand control, and to repair it if required. An in-service training was also offered to the hospital, but to date we have not received a response.